Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, both pressure transducer printed circuit boards (pcb) have been identified as defective. The issue has been resolved by replacement of these parts. The device passed all functional and safety tests and was delivered to the user in working condition. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Our conclusion is that the replaced printed circuit boards were the cause of the failure. However, the root cause to why the parts failed has not been established as neither the device's log nor the claimed parts were available for further analyze.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).